Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the machine to the system error 2367 and ended therapy. The tsr instructed the hp to cycle the machine again and to start over with new supplies. The tsr then advised the hp to contact the registered nurse (rn) about possible introduction of air in the lines. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.